Manufacturer narrative:
H6. Device analysis for adaptor n333570 revealed no anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. H6 codes belong to the adaptor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received provided the serial number of the ins.

Event description:
The manufacturing representative reported that during an implantable neurostimulator (ins) replacement surgery when the pocket adapter was connected to the new device there were high impedances greater than 40 ,000 ohms occurred on all electrodes. The problem was resolved by reconnecting the device and replacing the 0-7 and 8-15 at the connection part. The problem was not resolved so it was decided that there was a problem with the distal end of the pocket adapter, not the ins. The pocket adapter was replaced. The impedance was normal when the device was replaced with a new adapter. Prior to the procedure the stimulator had been out of charge since august 2021. It was unknown when the impedance abnormality occurred. The issue was not resolved at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 74002, lot# n333570, implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type adapter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 74002, serial/lot #: n333570, ubd: 03-may-2016. If information is provided in the future, a supplemental report will be issued.